Manufacturer narrative:
PMA/510(k) # k163468. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 an image of the device were provided prior to device return. Image shows red shuttle deployment marker back towards middle of handle with the stent fully retracted inside the sheath. 1 x evo-25-30-10-c was returned to cirl for evaluation. Upon evaluation of the returned device, it was noted that the red shuttle deployment marker was towards the middle of the handle. There was no stent exposure from the sheath. Most of the lockwire had been pulled out of the device. Actuation of the device with the trigger was not possible. The handle was dismantled during lab to show that the flexor had broken at the shuttle cap. The stent was manually deployed and was noted to be fine. The customer complaint was confirmed as the flexor was broken at the shuttle cap. As usage conditions cannot be replicated in the laboratory setting, a definitive root cause for this complaint could not be conclusively determined. A possible cause for the issue occurring may be due to delamination of the ptfe liner of the outer sheath prior to distribution all evo-25-30-10-c devices are subjected to visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl the instructions for use, which accompanies this device instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted to include the investigation conclusions. The user advanced the device along the wire guide into enteric cavity. Remove red safety guard from the handle and begin to deploy the stent. But stent failed to deloy from the sheath and it was strange that red indicator on top of handle can be moved normally. They tried to pull the safety wire out of handle but the stent still could not deploy. Withdraw all the device and replace new one to deploy stent successfully.

Manufacturer narrative:
PMA/510(k) # k163468 cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 investigation is pending. A follow up MDR will be submitted with the investigation conclusions.

Event description:
This initial report is being submitted due to the malfunction precedence: flexor kinked/stretched/broke/compressed. This report forms part of a retrospective review of open complaints for a new malfunction precedence for this device family. The user advanced the device along the wire guide into enteric cavity. Remove red safety guard from the handle and begin to deploy the stent. But stent failed to deploy from the sheath and it was strange that red indicator on top of handle can be moved normally. They tried to pull the safety wire out of handle but the stent still could not deploy. Withdraw all the device and replace new one to deploy stent successfully.